Manufacturer narrative:
Report date: 30jan2019. Date rec'd by MFR: 21jan2019. Information was received that the customer declined service/repair of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. The philips service engineer (se) inspected the device. The se found that the power supply needs to be replaced. The customer was provided a quote for a new power supply.

Event description:
It was reported that the ventilator was not switching on. There was no patient involvement. The event date was not specified; estimate used.